Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. Upon visual inspection, the grip lever was found to be broken. The mtm was installed onto an in-house system replicating the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) confirming the issue. The probable root cause is attributed to the grip levers and lever magnet.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator(mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer was getting a recoverable fault. System logs confirmed errors pointing to mtml (grip). Caller advised that the white velcro finger loops just fell off of the hand control. It was a dual console system and customer was going to proceed with the second console. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: white velcro finger loops did not fall off. The entire metal piece that has the finger switch and velcro loops attached to it broke off. System was functional upon power up, there were no errors. The procedure was delayed by less than 15min as customer changed to second console.